Event description:
It was reported that during a pancreatectomy procedure, the device fired malformed staples. Some staples still in pt. There was some bleeding. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/25/2008. Info anticipated, but unavailable at this time.